Manufacturer narrative:
The insulin pump was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08745 inches. The insulin pump was received with cracked battery tube threads, missing end cap sticker, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The customer reported the infusion sets not sticking and others emitting insulin. The customer¿s current blood glucose level is unknown. The customer did troubleshoot for the infusion sets. The customer declined troubleshooting for the high blood glucose levels. The insulin pump and infusion set will be returned for analysis.